Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that sensing vector review was requested for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. A boston scientific technical services consultant reviewed data from the implant procedure and four hours post implant procedure. The consultant identified that primary vector was the only vector with consistent sensing. Additional evaluation was performed three days post implant. Interrogation identified a smart pass event had been recorded due to long r-r intervals. Automatic setup chose primary vector as r-waves remained stable in primary vector throughout isometrics and postural assessment. Xray images appeared to show that the electrode had moved. It looked as though when the breast and body mass shifted post implant, the electrode also shifted, most likely due to implant placement not being deep enough. The consultant stated that the electrode position would have contributed to the observed sensing changes. Xray images could not confirm appropriate position of the s-ICD and suggested the device may be posterior but flared away from the patient's rib cage. Additional defibrillation threshold (dft) testing was performed, and satisfactory device function was observed. No additional adverse patient effects were reported.